Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer that after prepping the intra-aortic balloon (iab), it unfurled during insertion and they were unable to use. A new balloon was opened prepped and inserted without issue. There was no patient harm or injury reported.